Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).

Event description:
It was reported that the patient presented to the facility in cardiac arrest and in vf. External defibrillation was administered by ems. Upon interrogation, it was noted that the device failed to deliver hv therapy with low impedance. The patient was admitted to the ICU. The lead and ICD were later explanted. No further information is available.